Event description:
An arjohuntleigh technician has tested bath, fault confirmed. Traced to defective outer seat tube. Defective part replaced.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.